Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the fenestrated bipolar forceps instrument had a wrist wire broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no thermal damage or arcing was observed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute to the broken cable. The instrument was found to have a broken conductor wire fbf broken inside the yaw pulley: within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. The instrument was found to have charring and localized melting at the yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.